Event description:
It was reported that the patient experienced an intrinsic rhythm of 60 beats per minute and was symptomatic. The pulse generator could not be interrogated and the magnet rate could not be obtained. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.